Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that pump data showed that a cartridge alarm 8 occurred and insulin delivery was resumed an hour later. Customer reported to have observed the alarm in pump history; however, customer had never observed or cleared the alarm. There was no reported impact to blood glucose. Upon follow up, customer reported to have reverted to using insulin pens for insulin therapy.